Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we did find one other complaint regarding the lot number 10236733 on the same defect (B)(4). The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information the pusher came loose from jj vortek tumorstent from the same lot, complicating the procedure. Failed insertion, replacement of equipment.

Event description:
According to the available information the pusher came loose from jj vortek tumorstent from the same lot, complicating the procedure. Failed insertion, replacement of equipment.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one other complaint regarding the lot number 10236733 on the same defect. According to the informations known quality database was checked and revealed one non-conformy in relation to the describe defect: nc-015566 jj tumor stent out of specifications opened in september 2025. This non-conformity was opened following the reception of jj tumorstent out of specification in the complaints process. Based on the information provided in this complaint and similar complaints received, the issue could be related to this nc: the internal diameter of the jj which is out of specification, and explains the disconnection with the pusher. The defect is accepted. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was performed based on ureteral stents in vortek range; defect: disconnection issue from june 2021 to june 2025, 8 similar cases were found a rmf evaluation was performed based on criq244, risk identified 11216 (hazardous situation: jj is not compatible with pusher). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.